Event description:
Revision surgery - due to the post breaking off of the poly.

Manufacturer narrative:
The reason for this revision surgery was reported as a broken insert after 11.4 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and the product complaint report history could not be conducted due to a lot number not being reported. The root cause for the broken insert was not reported and could not be determined with confidence.